Manufacturer narrative:
A beckman coulter field service engineer (fse) had evaluated instrument. The fse found sample mixer wash well was not spraying any fluid. Fse replaced sample mixer wash well to resolve the issue. No further information was provided in regards to the change in patient treatment. Beckman coulter internal identifier is (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided.

Event description:
The customer reported receiving erroneous high patient results for magnesium on the unicel dxc 800 pro synchron system. The erroneous results were reported outside of the lab. Customer confirmed one patient treatment was changed due to event. The patient was treated with calcium gluconate. No further information was provided from the customer.